Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection and erosion. A revision was performed and the pacemaker was explanted. Additional information received from the field representative indicated that the generator was removed due to pocket erosion. The hospital was in possession of the device. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.